Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error and frozen display. Customer stated that they went for vacation and received pump error alarm and insulin pump started vibrating. The customer stated that they were not able to clear an alarm and they were not able to complete rewind of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: customer received the insulin pump error 43 getting off a boat, she received an alarm every time she would rewind. P-cap locked in place properly during testing. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was download successfully using (thus) software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool and download history files reveals that the insulin pump error 43 alarms were found on (B)(6) 2021 at 17:58:51 hour. No frozen screen or insulin pump error 43 alarm noted during testing. Proceed it by cutting the device open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor assemblies and electronic assemblies causing the insulin pump error 43 during rewind. The device also received with cracked case(battery tube) and cracked battery tube threads. In conclusion no the insulin pump error alarm 43 or frozen screen was noted during testing. However, corroded motor assembly and electronic assembly noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.